Event description:
A nurse called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 447 mg/dl. The normal control range was 105-146 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.